Event description:
It was reported intermittently the system locked up and then failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries, hard drive, and image processor were replaced. The system was then found to be operating as intended.